Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator was present on their device and the device powered itself off. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot-up process.